Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal spotting, sling erosion, chronic vaginal bleeding, vaginal atrophy, foreign body of the vagina and urinary frequency. The device remains partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as congestive heart failure.